Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with ECG electrodes and ECG patient cable and disposable pacing/defibrillation/ECG electrodes and therapy cable for external pacing. According to the reporter, the device alarmed connect electrodes and stopped pacing many times during the call. The patient was transported to the hospital and patient outcome is unknown.